Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the second of three complaints associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd879171, gd878843 and gd877282 with no defects noted. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the second of three reports associated with this event.

Event description:
On (B)(6) 2010, baxter contacted the caregiver who stated that the patient had peritonitis. The caregiver stated there were no problems with the baxter products. The patient had not had a bowel movement in a few days which then caused peritonitis. Antibiotics and laxatives were given and the issue resolved. On (B)(6) 2011, baxter contacted the dialysis nurse (pdrn) who refused to share any patient information. The pdrn did not give causality, only that the baxter products were not suspect.